Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low battery alarm, bad battery alarm or battery icon anomaly was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level near the time of the call was 103 mg/dl. Customer was sent a replacement battery cap. During a follow up call, the customer's wife reported that the insulin pump had a recurring failed battery test after battery cap replacement. Blood glucose level at the time of the incident was not provided. The customer was advised that they would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.